Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high; cause was not known. Customer administered a manual injection to address bg level. The customer was hospitalized, and treated with intravenous saline and insulin fluids. Customer was released from the hospital on june 17th, 2024 with the issue resolved; injuries sustained was not confirmed to be related to customer's high bg or pump and pending additional information. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.